Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 166 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.